Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator was not calibrating correctly. Although requested, information regarding the area of use of the ventilator, patient outcome and intervention on the behalf of a patient, if any, has not been provided.

Manufacturer narrative:
(B)(4). Event occurred during setup. There was no patient involvement. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se saw that the oxygen sensor was due for replacement. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.